Event description:
It was reported that the coating of the needle was peeling off during the procedure. No patient complications were reported.

Manufacturer narrative:
The device was returned to manufacturer for evaluation. Visual macroscopic exam shows that the shaft is slightly bent. Coating peeling off is confirmed.